Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer was vomiting and incoherent. The mother stated that the insulin pump had scratches on the screen and the casing was coming apart. The customer's doctor requested a replacement insulin pump. Nothing further was reported.